Manufacturer narrative:
(B)(4) hospital customer email was received on (B)(6) 2021 reporting discrepant t2sars-cov-2 panel (eua) results reported during system validation. Three (3) known patient positive samples (cepheid genexpert) tested negative using the t2sars-cov-2 panel on t2dx instrument isa3320000229. The specific run ids were not provided to t2 for individual analysis and are being reported here as one event. Verification testing using external qc materials was completed successfully using the t2sars-cov-2 panel on the t2dx instrument prior to the (B)(6) 2021 discrepant results. A new lot of t2sars-cov-2 reagent trays was dispatched to the site on (B)(6) 2021 and the same discordant negative results occurred on the t2dx, with positive outcomes from the cepheid genexpert. The cepheid genexpert assay is more sensitive in sars-cov-2 detection than the t2sars-cov-2 panel and likely the cause for discrepant results.

Event description:
On (B)(6) 2021, a customer email was received reporting discrepant t2sars-cov-2 panel results reported during system validation. Three (3) known positive samples (cepheid genexpert) tested negative using the t2sars-cov-2 panel on the t2dx instrument.